Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported an occluded circuit, and the blower is not running. The device was not in clinical use at the time of the event.

Manufacturer narrative:
Date of report: 14jun2019. Date rec'd by MFR: 13jun2019. The device was evaluated by tech support through remote labor. The customer replaced the blower assembly and the printed circuit board assembly motor controller. The customer confirmed that these new parts resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.